Manufacturer narrative:
Replacement external axiem power/data cable and axiem portable were shipped to site (B)(4) 2014. Both parts were returned to manufacturer, unused. RMA issued. Replacement field generator shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds there were no issues at power up. After running for ten minutes it displayed red status. Em interface showed an open on coil 9. Electrical failure, open, directly caused event. (B)(4) 2014 - a medtronic representative performed a navigation system check-out, all areas passed. When inspecting the em interface, found the far right column had a fault. All others were ok. Replaced emitter and system is functioning properly.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the tracking status went to red. Emitter details were checked and the error message on the axiem box directed to cycle power. The navigation system was re-booted, components were re-connected which restored normal function for a period before red status returned. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.